Event description:
The company received a report where it was claimed that the tube developed air leak. The caller reported that this was discovered in the 6th day of pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
The customer indicated that the sample is currently in transit to the manufacturing site for analysis.